Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece overheated during craniotomy. There was no patient impact.

Manufacturer narrative:
The product analysis result indicates that overheating could not be found. Pre-temperature test shows maximum of 29 deg c after 1 minute. If information is provided in the future, a supplemental report will be issued.